Event description:
Caller reports that patient tested 350 mg/dl and 94 mg/dl back to back on the same device. No exact timeframe provided. No action taken based on either result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.